Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized twice and had an infection. First hospitalized was on (B)(6) 2015 and she didn't recall her blood glucose level. Her symptoms were diarrhea and vomiting. Customer wasn't sure what caused the hospitalization. Her second hospitalization occurred on (B)(6) 2015 and her blood glucose was 1140 mg/dl. Her symptoms were diarrhea and vomiting. She was advised the cause of the hospitalization was an infection which was causing the customer to experience high blood glucose. She was hospitalized for nine days both times. For both incidents she was wearing the device during the hospitalization. The customer was advised to monitor the device and call back is issues persisted.